Event description:
It was initially reported that the patient experienced a loss of therapeutic effect and that he could not empty his bladder completely. It was he had a detached bladder which his physician reattached during which time his implantable neurostimulator (ins) was turned off for 8 months. His physician now wanted to try to use the ins following the surgery. In addition, the patient was unable to establish a connection between his patient programmer and the ins. It was noted in the manufacturer¿s device registry that the patient's ins had been replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-33 lot #v601604 implanted: (B)(6) 2011 explanted: na programmer model 3037 serial# (B)(4), (B)(4).